Event description:
Status post bilateral subglandular inframammary 190cc gel implants (unknown MFR) for augmentation. Pt denies trauma and is uncertain if decrease in size but complains of local and systemic problems, has had intermittent sharp breast pain since surgery. C/o systemic problems including arthralgias (states right is worse, but continues to describe left sided symptoms), myalgias, dysesthesias, paresthesias, spasms, chronic fatigue, sleep disturbance, chronic sore throats, hot flashes, headaches, visual disturbance, dizzy spells, memory problems, dry mucus membranes, oral sores, rashes, shingles, sensitivity to chemicals, shortness of breath, chest pain, costochondritis, increased varicosities, weight gain, gi disturbance, and easy bruising. Pt is otherwise healthy.